Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage and a result of mishandling. The event can be prevented by following the instructions for use which state: "·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Event description:
Customer sent a repair request reported with an issue of " auxiliary channels are found to be clogged not allowing air and water insufflation". The issue occurred during a gastroscopy procedure the time when co2/water insufflation was required. The intended procedure was completed with the same device with no harm or impact to the patient. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign material clogged in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found clogged nozzle. Foreign material resembling a piece of glass and a few fibres was found at nozzle. This condition attributed to insufficient cleaning ,handling issue. Furthermore, due to clogging of air/water (aw-tube), the amount of water contact does not meet the standard value. Due to clogging of aw-tube, no air is fed. Due to clogging of nozzle, water supply volume does not meet the standard value. The reported issue of "auxiliary channels are found to be clogged not allowing air and water insufflation" was confirmed. Additionally, the following defects were identified during device inspection: distal end insulation failed. Leak found on c-cover (distal end). S-cover (scope cover) found cracked. Image guide (ig) protector chipped. Light guide (lg) lens chipped. Plug unit found damaged. Connecting tube buckled. Universal cord buckled. Grip is shaved. Sc cover unit found dirty. Switch box has a scratch. Aw-cylinder has discoloration. S-cylinder has discoloration. Investigation is ongoing. This report will be supplemented accordingly following investigation.